Event description:
It has been reported to philips that one of the shutters would not open on the azurion 7 m20 system. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue identified. The philips field safety engineer (fse) inspected the system onsite and confirmed the issue with collimator shutters due to geo table side operating module (geo tso) software. The philips engineer reinstalled the geo tso software in the system. After installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.